Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a phrenic nerve injury. A pulsed field ablation (pfa) procedure was performed with a farawave catheter to complete 10 left superior pulmonary vein (lspv), 8 left inferior pulmonary vein (lipv), 10 right superior pulmonary vein (rspv) and 2 extra applications in flower to the superior veins. The procedure was completed without issues. However, the patient reported symptoms at home. A computed tomography scan was performed during follow up. As of 60 days post procedure, the patient was still experiencing symptoms with shortness of breath. No further information was provided.